Event description:
It was reported that there was apparent intermittent undersensing of p-waves, and the non-magnet egm (electrogram) showed functional and actual atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 lead implanted: (B)(6) 2007. (B)(4)